Event description:
A report was received that the pt would undergo a revision of the lead extensions. The physician observed purple marks on the pt's back at the extensions and could feel the extensions through the pt's skin. The physician also believed that the pt had a non device related infection and was placed on oral antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.